Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented for a routine device follow-up. The patient had no symptoms and the physical examination was unremarkable. However, device interrogation revealed intermittent p-wave oversensing on the rv lead and a chest x-ray found the rv lead was pulled back to the coronary sinus. The patient was hospitalized and scheduled for a lead revision. At the procedure, this lead was successfully repositioned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.